Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hex driver (B)(4) fractured while placing the prosthesis. The doctor was able to completer the procedure with another tool.

Manufacturer narrative:
Based on the investigation results received, this event would no longer meet the criteria of a reportable malfunction. Only a small piece of the device had fractured at the very tip of the device which would not get stuck inside of the hex portion of the screw that engages the implant preventing the screw to be removed. As a result, the event reported on medwatch report 0001038806-2018-00130 submitted on feb 16, 2018 is no longer reportable. No further medwatch reports will be submitted.